Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying correct kit components were being used and washed according to our instructions for use and verifying user was using dry parts when pumping. A replacement pump and traditional breast pump parts were sent to the customer. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2024, the customer alleged to medela llc that her pump in style hands-free breast pump has low suction. On (B)(6) 2024, the customer called back after getting the replacement parts that were sent to her and alleged that they didn't help with the pumps low suction issue. Additionally, the customer alleged that she developed mastitis and is taking medication.